Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they were hospitalized due to the diabetes ketoacidosis on (B)(6) 2018 customer¿s blood glucose level was over 500 mg/dl at the time of incident. The customer stated that cannula was bent. The customer declined the troubleshoot for the bent cannula as well as high blood glucose. The insulin pump will not be returned for analysis.